Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable troponin t stat (tnt) result on their e601 analyzer. The sample was processed on an mpa and the initial result came from an aliquot cup. A physician questioned the initial result. The repeat result came from the primary tube and was performed on the same e601 analyzer. The patient's initial result was 0.27 ng/ml. The repeat result was <0.01 ng/ml accompanied by a data flag. The customer considered the repeat result to be correct. It is unknown if there were any adverse events. The tnt reagent lot number and expiration date were not provided. The field service representative (fsr) found a bent mixer paddle and a bad calibration. He straightened the mixer paddle. The customer re-ran the calibration. The fsr ran performance testing with passing results.